Event description:
It was reported that during a cardiac ablation procedure, a temperature sensor fault error occurred where one of the temperature sensors stopped working and was incorrectly reading high temperatures. After the removal of the catheter from the body, a white foreign material was found on the catheter near the tip. The catheter was replaced, and the case was completed. No patient complications have been reported as a result of this event

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0232055408 and data files were returned and analyzed. Three image files and one video were returned from the field was reviewed. The first image showed foreign material inside the sphere. The second image showed a temperature sensor fault on the screen. The third image showed p4 temperature sensor fault. The video showed the catheter ablating outside the box. Log files returned from the field were viewed using an analysis tool. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at et and d3 electrodes in zone 1 of the catheter. An optical inspection of the lattice structure was conducted, revealing broken wires at d3, as well as insulation damage at et. In conclusion, the reported material in tip and temperature issue were observed through data analysis. The reported issues were not observed during product testing. The catheter failed the returned product inspection due to an open circuit in zone 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.